Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, there was an issue with malformed staples. The surgeon had to finish the procedure manually.